Event description:
It was reported that during a stage one implant for deep brain stimulation, high impedances were observed while testing the lead with the lead test cable. The lead was reinserted several times, but the issue persisted. The test cable was then replaced with a new one, which resolved the impedance problem. No surgical intervention occurred or was planned. The patient was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID b31040 lot# 082n22924: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: b31040, serial/lot #: (B)(6), ubd: 16-aug-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: b31040, lot# 082n22924, product type: screening device. H3: analysis of the b31040 screening device (lot# 082n22924) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.